Manufacturer narrative:
Date of event is unknown. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a fall on (B)(6) 2015 and went to the emergency room with right hip pain. X-rays revealed acute nondisplaced intertrochanteric fracture of the right proximal femur. Patient was implanted with a synthes trochanteric femoral nail, helical blade and with a distal interlocking screw on (B)(6) 2015. The patient complained of right groin pain for several weeks postoperatively. On (B)(6) 2017 a x-ray showed a helical blade has migrated into the acetabulum with surrounding lucency. On (B)(6) 2017, the patient went for revision surgery due to a migration. All hardware was removed intact. There were no complications noted as the time of the surgery. The surgery was successful with no delay or medical intervention noted. The fracture had healed and do not need to be revised to any hardware. The devices are not being returned. The patient was doing well. Upon the receipt of the device at the manufacturer, it was noted that the nail was broken and the screw threads were stripped/worn. This report is for one (1) 11 mm/130 deg ti cann tfna 170 mm - sterile. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing location: (B)(4) manufacturing date: 09-nov-2015 expiration date: 30-sep-2025 part #: 04.037.142s, lot#: 9938768 (sterile) - 11mm/130 deg ti cann tfna 170mm - sterile. Quantity 5. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot - 9450694(4), 9450691(1) 04.037.912.4 - wave spring, shim ended bp-55 lot - 7921066 04.037.912.3 - tfna lock drive bp-58 lot - 9901130 21127 - raw material lot bp-80 lot ¿ 7660568. Raw material was received from metalwerks pmd, inc. Certificate of analysis received for titanium from metalwerks meet specification. Raw material receiving/putaway checklist meet requirements. Inspection sheet for in-process/inspect dimensional/final & tfna assembly inspection met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ customer quality conducted an investigation of the returned device. The 04.037.142s nail was received at customer quality (cq) as a concomitant device as a nail 17mm (part 04.037.142s, lot 9938768). Visual inspection of the nail revealed wear and damage consistent with implantation and explantation. Additionally, the internal locking mechanism prong is broken with a portion not returned. It can not be definitively determined whether the locking prong broke during insertion, in situ or during removal. Because the anodize layer is worn off in several areas, it is determined that the damage occurred post manufacturing. Therefore, because the device is damaged, this complaint is coded as confirmed. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material was determined to be conforming at the time of manufacture based on review of the DHR. A dimensional inspection could not be performed at cq due to post manufacturing damage. Tabulated drawing for the family of titanium cannulated trochanteric fixation nails advanced (tfna) were reviewed during this investigation and no product design issues or discrepancies were observed. During this investigation, no design issues or manufacturing discrepancies were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Date returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.